Event description:
A tandem mobi cartridge alarm was reported during the load process, causing an interruption and a malfunction alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, which was successful, and they were able to reload the original cartridge and resume insulin therapy. The issue was resolved.